Event description:
It was reported by customer that approximately 3 cm of the tip of the guidewire broke off during a PICC placement and required interventional radiology to retrieve the broken portion of the wire. Additional info from customer: 10-july-2023: customer reported "broken guidewire left in patient that migrated to pulmonary artery. Patient taken to interventional radiology when radiologist attempted to remove broken wire. In the process of attempting retrieval, patient's aicd lead was dislodged causing, patient to become hemodynamically unstable. At this time, medication was administered to improve heart rate and blood pressure. In addition, a temporary cardiac pacemaker had to be placed emergently. A second attempt was made 2 days later and broken wire was successfully retrieved."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.